Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the admin set showed an infused volume of 547.5 ml, but about 250 ml had remained in the bag. At the time of disconnection, 75 ml was still in the bag. The pump had not alarmed. A continuous infusion rate of 22.8 ml/hr had been set, with a starting volume of 547 ml and 75 ml remaining. The event occurred during use with a patient, but no patient injury was reported.